Event description:
This case was initially received via regulatory authority (B)(6) on 06-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy tests found nickel allergy"), device breakage ("essure breakage during removal - a piece of essure remained in her") and uterine leiomyoma ("uterine fibroma") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included single mother. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 1 year 11 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure removal incomplete"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("hemorrhagic periods"), headache ("headache"), fatigue ("chronic fatigue"), general physical health deterioration ("general state alteration, big physical and psychological injury, she was 40 in the body of (B)(6) woman"), tinnitus ("tinnitus"), dizziness ("dizziness"), parosmia ("sense of smell modification"), nasal congestion ("constant congested nose"), dry mouth ("dry mouth with voice modification"), dysphonia ("dry mouth with voice alteration"), weight increased ("weight gain"), insomnia ("insomnia"), renal pain ("kidney pain"), arrhythmia ("abnormal cardiac rhythm"), oedema peripheral ("lower limbs edema"), musculoskeletal pain ("joint and muscular pain"), gait disturbance ("difficulty to walk for a long time"), fibromyalgia ("fibromyalgia pain"), visual impairment ("vision decreased"), vision blurred ("blurred vision"), dry eye ("dry eyes"), eye pain ("painful eyes"), anxiety ("anxiety"), mental impairment ("difficulty thinking"), amnesia ("loss of memory"), alopecia ("loss of high quantity of hair") and ligament sprain ("spontaneous sprain that never completely recovered"). The patient was treated with surgery (salpingectomy and hysterectomy on (B)(6) 2017 to remove essure, but it broke), surgery (remaining piece will have to be removed) and surgery (uterine fibroma operated in (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, uterine leiomyoma, pelvic pain, menorrhagia, headache, fatigue, general physical health deterioration, tinnitus, dizziness, parosmia, nasal congestion, dry mouth, dysphonia, weight increased, insomnia, renal pain, arrhythmia, oedema peripheral, musculoskeletal pain, gait disturbance, fibromyalgia, visual impairment, vision blurred, dry eye, eye pain, anxiety, mental impairment, amnesia and alopecia outcome was unknown and the complication of device removal and ligament sprain had not resolved. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arrhythmia, complication of device removal, device breakage, dizziness, dry eye, dry mouth, dysphonia, eye pain, fatigue, fibromyalgia, gait disturbance, general physical health deterioration, headache, insomnia, ligament sprain, menorrhagia, mental impairment, musculoskeletal pain, nasal congestion, oedema peripheral, parosmia, pelvic pain, renal pain, tinnitus, uterine leiomyoma, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: a few month after insertion the consumer noticed health disorders, she had to stop working because she could not work anymore as medical assistant, in addition she had social disorders because she was single mother. The consequences of essure insertion were catastrophic. She had uterine fibroma operated in (B)(6) 2017. She linked that with essure recently, she had spontaneous sprain that never completely recovered, she did heavy metal allergy tests and found nickel allergy. She underwent a salpingectomy and hysterectomy to remove essure, and there was a breakage. A piece of essure remained in her and she was waiting for additional surgery. Waiting that she had a lot of financial problems. She had big physical and psychological injury. She was 40 in the body of (B)(6) woman. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.